Event description:
My complaint, concerns and inquiry is regarding repeated - two separate - failures of anterior cervical spine pedicle screws - now 5 screws -, 3 broken in 2005 at c5, 6, 7 levels, and now, march 2007, 1 broken, and 1 stretching if it hasn't already fractured. Any and all information I document and report is to the best to my knowledge and recollection as well as from notes available to myself from physician reports I have, my attorney retained 99% of records in storage. This is the second time pedicle screws have failed in my cervical spine without any forceful self abuse or negligence of my own causing. Throughout these past 6 years, there also seems to always be a new diagnosis of some form of spinal disease or condition, this most recent diagnosis being "pseudoarthrosis" in march 2007. The pedicle screws were installed during 2 separate fusion surgeries -2002 and 2005- and at different levels and by 2 separate neurosurgeons and orthopedic surgeons. I now am faced with a crisis and am only being told that new screws need to be installed with a posterior approach with plate, cages, etc. I am facing a surgeon who is causing me only delays for three months now, only to refer me back to my pain management physician. Yes, I have reported many changing and increasing sensations in my neck and arm, but only to be delayed. I am forced with having to visit another ortho and neurosurgeon. I am frightened, I have developed hypertension and much anxiety; I do not know where to turn to.